Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, an opening, clear fluids inside the device, and brown particles. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a sharp crease on the anterior side and a striated opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease on the anterior side due to a fold flaw opening, and a striated edge opening on the anterior side due to a surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.